Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel c pump head module. To correct the condition, the channel c pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced two occurrences of failure code 805:15 on channel c during service. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.